Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00517, related manufacturer report number 1627487-2022-00519, related manufacturer report number 1627487-2022-00520. It was reported that patient lost effective therapy. Upon x-ray review lead migration issue was confirmed on the sacral leads. Leads were explanted. Ipg was electively explanted per physician. There were no complications during the procedure. Patient was stable.